Event description:
It was reported that a cartridge alarm occurred (alarm 19) during the load sequence with multiple cartridges. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 245 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.